Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragment broken within the uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, heavy periods, epicondylitis, nausea, vomiting and adenomyosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion ("device expulsion"). The patient was treated with surgery (laparoscopy hysterectomy total, laparoscopy salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage and device expulsion outcome was unknown. The reporter considered device breakage and device expulsion to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received. Reporter information updated. Event: essure fragment broken within the uterus, partial expulsion were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragment broken within the uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, heavy periods, epicondylitis, nausea, vomiting and adenomyosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion ("device expulsion"). The patient was treated with surgery (laparoscopy hysterectomy total, laparoscopy salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage and device expulsion outcome was unknown. The reporter considered device breakage and device expulsion to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.